Manufacturer narrative:
(B)(4). The covidien service engineer (se) replaced the batter and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during service a, 980 ventilator battery was not charging. There was no patient involvement at the time of the event.